Event description:
During right radial approach amplatz left 1.0 guider was inserted into central aorta. Due to tortuosity and torqueing of the catheter, guider kinked at tip of sheath and was unable to pass wire thru catheter. Attempt to remove via radial sheath unsuccessful, and guider severed with ~70 cm remaining extending from distal sheath tip to innominate artery. Femoral arterial puncture done and intervention was completed via femoral access. At end of case, radial sheath removed but guide remained lodged at radial arteriotomy site with sheared end outside of artery in subcutaneous tissue. Under x-ray, the end of the catheter in the sq tissue was grabbed under fluoroscopy and remaining length of guide removed intact through access site. Terumo band placed with good hemostasis at access site.